Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A nurse reported via phone call that she wanted to check on her patient's insulin pump. The patient was admitted to the hospital with blood glucose of 578 mg/dl and diabetic ketoacidosis. Troubleshooting found that the customer's drive support cap was normal. Also found that priming history shows every five days but that 2-3 days is recommended. Nurse declined to check settings. High pressure test was performed but received a no delivery. Nurse was advised to discontinue use of the device and revert to a back-up plan for patient and his doctor's instruction. No further information was given.